Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed skin irritations at the pod¿s insertion site while wearing the device between 37 and 48 hours on the abdomen. Symptoms reported include pain, swelling and redness. On (B)(6) 2024, the patient called their general practitioner (gp) and was prescribed antibiotics named flucloxacillin and a cream named fucidin to prevent the site from getting infected. The device was discarded, and a new pod was applied.